Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 23 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a major infection and was hospitalized. The patient was transferred from an outside hospital with body aches, orthopnea, fever, leukocytosis. Chest x ray taken with new infiltrate concerns for possible sepsis due to healthcare associated with pneumonia. Blood cultures were negative x 3, respiratory culture was negative, (B)(6) swab (B)(6), legionella negative. On (B)(6) 2019 respiratory culture was negative, (B)(6) 2019 patient discharged home with changes in medication and was in clinically and hemodynamically stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance.